Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, patient faced adhesive issue with two infusion sets. Patient reported he also changed with reservoirs. Patient used infusion set for one day. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03753 - device 2 of 2 (B)(6).